Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a routine order of zosyn (100ml) was programmed via barcode scanning to run at 25ml hour over four hours. The infusion however ran in over 30 minutes. There was patient involvement, but no patient harm.

Event description:
It was reported a routine order of zosyn (100ml) was programmed via barcode scanning to run at 25ml hour over four hours. The infusion however ran in over 30 minutes. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit : c16 - manufacturing process problem identified, d03 - cause traced to manufacturing, g04070 - housing.

Event description:
It was reported a routine order of zosyn (100ml) was programmed via barcode scanning to run at 25ml hour over four hours. The infusion however ran in over 30 minutes. There was patient involvement, but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.